Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "an administration set model hs-008 lot 2203016 set had a leak." Device operator was unknown. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.